Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the easysuite 4k integration sys model in the middle of unknown procedure lost all video to the touch panel, infield as well as wall monitors. There was a 10-minute delay due to a power surge. There was no report of adverse event or patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported in the middle of unknown procedure, the device lost all video to the touch panel, infield, and wall monitors. However, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.